Manufacturer narrative:
H3) a manufacture representative went to the site to inspect the system. The system passed all tests and was performing as intended. The issue was confirmed to be related to the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The representative went to the site and found that the issue was caused by loose posts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the system was not tracking during a case. The site reported this after the procedure. It was reported that the camera would not follow either of the probes. The issue was noted to be intermittent. There was no reported impact to patient outcome and no reported delay to procedure. It was found that the issue was caused by two damaged instruments.

Manufacturer narrative:
H2: correction. The site alleged damaged of two passive blunt probes (planar passive bluntpn : 960-556 lot # 173970, 139764) but sent back three probes for analysis. The third probe being inst plnr pass ball 1.5mm (pn: 960-559 lot # 173978). H3: the passive and planer probes were returned to the manufacturer for analysis. Analysis found both returned passive blunt probes are old and very worn. Both have had all the color fade from the probe. Lot 139764 probe is missing the post for marker #3. Otherwise, with markers attached and fully seated, both probe displayed good geometry and divot error readings with normal tracking. Both verify without issue and are fully functional. Analysis found the tip of the returned planar probe to be visibly bent. This probe is also very old and worn with all color faded away. With markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking. The probe still verifies without issue despite the bent tip. H6: codes 10, 4307 and 180 are applicable to analysis of the planar probe. Codes 10, 213 and 67 are applicable to the passive probes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.